Event description:
Original surgery done on may 20, 1999. Patient complained of abdominal pain. Upon further investigating, staples were found to be free floating in abdomen. Second surgery done on june 2, 1999.